Manufacturer narrative:
Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the failure to be due to failed communication between the single board computer (sbc) and the field programmable gate array (fpga).

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was initially unable to verify or duplicate the reported failure. After extensive testing, however, physio was able to verify that the failure did occur intermittently.physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that one of their devices had locked-up. The customer observed that the green led on the on button was lit, but that none of the other buttons were responsive and that the display was blank. The customer advised that they then removed both batteries from the device and waited approximately 30 seconds before reinserting them into the unit. The device then powered on when prompted and worked the remainder of the call. The customer had responded to a request for emergency transport of a male patient in his 60¿s experiencing an acute myocardial infarction. The patient was transported to a cath lab successfully and there was no report of compromise to the care of the patient due to the reported failure.

Manufacturer narrative:
The follow-up 001 medwatch report indicates: physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the failure to be due to failed communication between the single board computer (sbc) and the field programmable gate array (fpga). The follow-up 001 medwatch report should indicate: physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly at the failure analysis center and determined that the cause of the failure was the single board computer (sbc) located on the system pcb assembly.